Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy in 2004. Reportedly, a supply bag became disconnected from the supply line of the homechoice set for an unknown reason during therapy, however, therapy was completed by settng up with new supplies. The home patient presented to the e.r. With abdominal pain, vomiting, and fever. The home patient was diagnosed with peritonitis and admitted to the hosp. Effluent cultures were taken in 2004 confirming the diagnosis of peritonitis. Medication and treatment are unknown as the home patient was hopitalized. Based on a follow-up culture the following month , it was concluded that the home patient had fully recovered from the infection and they were discharged from the hosp 8 days after admission.